Event description:
Pt had lavh performed 5/31/96, at 0730 for post-op bleeding. Upon performing a laparotomy, the surgeon found the staple clip line on the left ovarian pedical had parted and partially parted on the right side. A left salpingo-oophorectomy and over-sewing of the right ovarian artery was performed. Hct 25.7, 3 units of blood given.